Event description:
The patient had a previous ifuse si joint arthrodesis performed over six months ago. The date of the surgery and the performing surgeon are unknown. The patient continued to have pain after the initial ifuse procedure. The patient visited a new surgeon for an evaluation. The surgeon performed a CT scan and noticed that the second and third implants were too posterior and were not offering stabilization of the joint. On (B)(6) 2014, the surgeon performed a revision surgery where he added two additional implants more anterior to the original second and third implants. The procedure went well and the patient was discharged the following day under a partial weight bearing protocol with crutches.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU and fmea, the most probable root cause is late recurrence of symptoms. Part numbers of ifuse implants that were added on (B)(4) 2014: ifuse implant, p/n 7035-90; ifuse implant, p/n 7040-90.